Manufacturer narrative:
(B)(4). Date sent: 06/08/2021. Additional information was requested, and the following was received: I took the shots and there was no problem with dehiscence, but it failed to staple and cut the rings ¿. ¿in the first shot, he stapled and did not cut it completely, forcing us to perform a resection of a segment and then a third shot, which was effective¿. ¿there was no fistula, and the patient had an excellent evolution. Only the procedure was a little more aggressive than what was initially proposed ¿. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos shows two piece of the tissue. However, the staple line on the tissue could not be observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Video received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported the circular stapler fired and did not cut; video surgery was reverted to open for repair. There was no damage to the patient. Experienced staff. There was no delay in the surgery. The procedure was completed successfully.